Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll stopper was defective / damaged resulting in leakage. The following information was provided by the initial reporter: material # 309628; batch # 3324199. Verbatim: complaint via email. Qa post marketing operations has received a product complaint related to an eylea 8mg vial kit. On 04feb2026, the office staff reported the following: "when the doctor was ready to administer the medication, she drew up the medication and the plunger failed. The rubber inside the syringe failed. The medication was coming out of the back of the syringe and not the needle." 1 ml syringe: catalog: 309628. Lot: 3324199.

Manufacturer narrative:
(B)(4). Follow up four photos of a 1 ml luer lok syringe, part number 309628, were received and evaluated. The photos, taken from multiple angles, showed a loose syringe containing an unknown clear fluid, with the stopper observed to be insecure and jammed within the barrel. In addition, two photos showed the fluid present past the stopper. These conditions are non conforming to product specifications, and the potential root cause of the insecure and jammed stopper defects is associated with the assembly process. A device history record review was completed for material number 309628, lot 3324199. All required in process and final visual inspections were performed, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications.